Event description:
Patient presented with severely calcified iliac's. Access with a bifurcated device was unsuccessful due to calcification. The device was removed, the vessels were dilated, upon reintroduction of the delivery's system, the iliac was perforated. The patient was converted to open repair and tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's condition (calcified vessels) and operational context contributed to event.